Event description:
A malfunction alarm was reported, identified as malfunction code 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer understood and acknowledged.